Manufacturer narrative:
(B)(4). Due to the recently confirmed middle east respiratory syndrome (mers) cases in (B)(6) and the potential risk of infection, the complaint rt021 catheter mount was not returned to fisher & paykel healthcare in (B)(4) for investigation. It was destroyed in (B)(6). Our analysis is accordingly based on the photograph and additional information provided by the hospital staff, and our knowledge of the product. The photograph provided showed that the connector cuff of the rt021 catheter mount was split. A lot check revealed no other complaints of this nature for lot number 150922. The nature of the damage observed on the rt021 catheter mount suggests that it was caused by environmental stress cracking. Every rt021 catheter mount is pressure tested following the manufacturing process to check for any leaks present in the catheter mount due to cracks and other causes. Any catheter mount which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each catheter mount. Our user instructions that accompany the rt021 catheter mount state the following: "check all connections are tight before use"; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient".

Event description:
A hospital in (B)(6) reported to a distributor that an rt021 catheter mount fell apart from the suction part of the rt206 adult inspiratory heated breathing circuit. This was observed before use on a patient.